Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported "no waveform display". The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 30jan2019. Date rec¿d by MFR: 29jan2019. The manufacturer¿s international service technician confirmed the reported issue. The customer did not provide any additional details about the maintenance done on the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.